Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens. Subsequently, the lens was explanted. No additional information provided. Additional information has been requested but not yet received. Should additional information be provided a supplemental report will be submitted to FDA.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.